Event description:
Rptr's right eyeball became red and swollen and 'felt like glass' was in it; she also rexperienced 'glopping' in her eye after trying a sample of acuvue advanced with hydrocare contact lenses. The optometrist failed to order the correct prescription for her right eye and he gave her a sample of the acuvue advanced lens for her right eye only. Agreed to try it because the optometrist assured her that this type of lens was more 'breathable' and in fact 'healthier' than her regular contact lens [acuvue toric]. She experienced eye irritation almost immediately upon trying the new contact lens, but the eye technician assured her it would go away. Had 'glopping' in the right eye, a heavy yellow-green mucus-type build up and returned to the optometrist. She was then given another sample of the same contact lens for her right eye. She subsequently went back to her regular ophthalmologist. She had gone to the optometrist only because she was erroneously told that her insurance provider had changed. The ophthalmologist said that her eyeball itself had swollen and her cornea was wrinkled and 'retaining too much water.' The ophthalmologist also told her that 10% of the people who try this type of lens have the same reaction. The eye dr prescribed a steroid anti-inflammatory medication which cleared up the problem in the course of the next few days. Rptr indicated she suspects that she may have been having a reaction to the product due to the presence of silicone in the lens. She said that in the past, she has experienced reactions to all types of latex adhesives applied to her skin (i.e. Bandaids).